Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless tha, a few days after surgery. Infections are a known, possible adverse event following tha, described in literature. There is no reason to suspect that a defective device originated this problem. Batch review performed on 29 december 2016. Lot 163173: (B)(4) items manufactured and released on 31 august 2016. Expiration date: 2021-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 04 january 2017, the manufacturer of the ceramic ball head (not marketed in u.s.) Involved in this complaint provided a document review, stating as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non conformities regarding sterilisation.

Event description:
Revision due to early infection. The surgery was performed successfully. Inlay and head were revised.